Event description:
Intera oncology received a report from a physician at (B)(6) to replace a patient's pump. The pump was implanted to the patient in (B)(6) 2024. Intera oncology was informed that the pump had a typical flow scan recently but when emptied during a refill, 29.5 mls came out. Intera oncology is asking the physician for history of refills, when the pump began to become abnormal, and what's the content in the pump when it emptied. The pump was explanted on (B)(6) 2025.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The pump was returned and evaluated. During testing, after the flow was able to be initiated at 48°c and the pump was vented and refilled, a bolus was performed. During the bolus, a liquid with a red tint came out of the catheter. This red tint is likely what caused a clog in the catheter and prevented the initial flow during or prep procedure. However, we could not replicate the failure of no flow. As the pump was functional and able to flow normally thereafter.

Event description:
Intera oncology received a report from a physician at (B)(6) cancer center planning to replace a patient's pump. The pump was implanted to the patient in (B)(6) 2024. Intera oncology was informed that the pump had a typical flow scan recently but when emptied during a refill, 29.5 mls came out. Intera oncology is asking the physician for history of refills, when the pump began to become abnormal, and what's the content in the pump when it emptied. The pump was explanted on (B)(6) 2025.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 27911183, was reviewed. The pump was manufactured on november 8, 2023. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology is presently in communication with the physician to retrieve the pump back for evaluation. As previously mentioned, intera oncology is asking the physician for history of refills, when the pump began to become abnormal, and what's the content in the pump when it emptied. To date, no response has been received. Upon intera oncology receiving updated information from the physician, a supplemental report will be sent to the FDA.